Manufacturer narrative:
(B)(4). Date of death: ni. Concomitant medical products: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had passed away. The physician reported being informed of the patient's death but was not given further details.